Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and blower box foam degradation reported during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In this report, corrected information was provided in section d9 and h3.